Event description:
A caller reported a cartridge alarm 30 issue that occurred during the loading process of an insulin pump. The customer's blood glucose level was low, prompting a visit from ems who administered IV and insulin, but there was no indication that the blood glucose level exceeded 500 mg/dl. Technical support was initially unable to assist the caller in loading a new cartridge, but the customer eventually succeeded in loading it independently and resumed insulin therapy. Cts to replace pump. Customer continued to use pump for insulin therapy.